Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 6. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8800pl with lot ctcc6j, conformed to the specifications when released to stock on the 24th april 2015. No root cause could be determined as the problem reported by the customer was not confirmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Difficulty priming valve: prior to implantation, nurse attempted to fill reservoir and was met with great resistance, reservoir expanded beyond normal size and then release abruptly. Surgeon asked to open a new valve. No patient harm or significant delay in surgery reported.